Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to an extrusion of the receiver/stimulator. It is unknown if there are plans to re-implant the patient as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at the implant receiver/stimulator site and subsequently was treated with oral antibiotics (specific date and duration not reported).